Event description:
The manufacturer received information alleging the device port was damaged while being charged. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation, the manufacturer observed that device was damaged with the case melted at the usb port. They are unable to confirm how damage occurred and unable to repair the device. The device was scrapped and replaced under warranty.